Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut down due to a low battery charge. The customer reported a blood glucose (bg) level of 272 (mg/dl). A review of pump history indicated a low power alarm annunciated prior to reported event. A correction bolus was delivered to address bg level.